Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was surgically abandoned and replaced. The cause of the observations was not determined, but it was noted that the thresholds have been steadily increasing overtime. No additional adverse patient effects were reported.